Event description:
It was reported the patient felt stimulation like a massage sensation that was fast and then slow in her back where the implant was located. This began about two weeks prior to report. It was also stated the patient started physical therapy about two weeks prior to report where she was asked to do muscle exercises for her intercystitis. The patient was not happy with her implant because the stimulation ¿pushed on her rectum¿ and she had a stool 4-5 times a day and it used to be 2 times a day. It was noted it affected the patient¿s ability to travel and get out of the house because she couldn¿t hold it once she had the sensation to empty her bladder. Reportedly, the device didn¿t really help with her urinary issues either, she still had pain when urinating at times. The patient planned to have the device removed in the future. The patient was redirected to her healthcare provider.

Event description:
It was reported implantable neurostimulator (ins) needed to be explanted on (B)(6) 2013 because the ins was ¿broken.¿ the patient found out the ins was broken about three months prior to call. Reportedly, about one year post implant the patient fell and the ins was on the right side and her right leg became numb. It was stated the patient had nerve damage and but was almost 70-80% ¿less numb¿ now. The patient noted she had intercystitis in her pelvis.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v564087, implanted: (B)(6) 2010, product type: lead. (B)(4).